Manufacturer narrative:
09-nov-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Heads are not staying on / comes off - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via phone stated that their oral-b toothbrush heads were not staying on any of their oral-b toothbrush handles and they came off every time they used it. No injury was reported. 29-sep-2023 case update from information initially received on 28-sep-2023: the suspect product was oral-b power oral care refills dual action eb41 brush set 3ct. The suspect product lot number was 30668335r0. No injury was reported. 09-nov-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Event description:
Heads are not staying on / comes off - oral-b [device breakage]. Case narrative: consumer via phone stated that their oral-b toothbrush heads were not staying on any of their oral-b toothbrush handles and they came off every time they used it. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.